Manufacturer narrative:
Evaluation of the returned used device, found machined bur teeth damage, broken off. Excessive force (load) was used during procedure. This is a technique dependent device. At this time the root cause of the event cannot be determined, but based on the evaluation and photos provided, a likely cause of this issue is that excessive force was used during the procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 23 complaints, regarding 29 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to not use burs for plunge cutting. Injury or damage may occur. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 00507120100, nexgen oscillator blade, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿teeth blade broke off ¿ nurse looked and was able to find the piece. No impact to the patient.¿. There was no report of injury, medical intervention, or hospitalization for the user. Further assessment questions have been sent to the reporter; however, to date no response has been received. Fragmentation is reported as having been found and we have not received any notification that fragmentation was left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 00507120100, nexgen oscillator blade, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿teeth blade broke off ¿ nurse looked and was able to find the piece. No impact to the patient.¿. There was no report of injury, medical intervention, or hospitalization for the user. Further assessment questions have been sent to the reporter; however, to date no response has been received. Fragmentation is reported as having been found and we have not received any notification that fragmentation was left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.